Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: injury from mammogram, migration of right breast prosthesis, deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses had a chest injury to her right breast caused by a mammogram. The patient reported that the mammogram hurt her, and it was way too tight underneath the armpit. Her right breast became black and blue and swollen. It took over a week for the swelling to go down. Her muscle tissue underneath the arm was torn, so the implant was slipping back. In addition, the patient¿s left breast prosthesis had deflated. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 250cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.